Event description:
It was reported that the balloon was detached from the catheter body inside of the patient's vein. This happened in an open procedure involving a native vessel. The user found the catheter without the balloon when they extracted the catheter. There was no patient complication. The balloon was pretested.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. No further information was able to be obtained at this time.